Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site 42 was removed due to peri-implantitis. Mobility. Symptoms as a result of the event: pain.